Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): writer running napo4 attempted multiple re-primes, purges with no success of clearing air/air in line alarm. Other details writer running napo4. 100 ml of total volume lost, patient did not receive full dose of medication. Other product problem too many air bubbles accumulated for no obvious reason. Other serious outcome: patient did not receive full dose of required medication - sever refeeding syndrome in need of electrolytes. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for infection/introduction of contaminants, under dosing of ordered medication/fluids. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid napo4. IV rate 140.